Event description:
It was reported that the patient underwent a spinal procedure to remove a broken screw from previous surgery and extend the fixation level from t4 to iliac. It was found that the fixation rod broke post op, therefore, a revision surgery was performed approximately five months post op to revise the rod.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device